Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, heavily tortuous and 99% stenosed artery causing the reported failure to advance. Continued resistance with the anatomy and/or device accessories was experienced during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a procedure to treat a heavily calcified, heavily tortuous and 99% stenosed first diagonal. A 2.5x15mm xience skypoint was inserted but was unable to cross the lesion. During removal of the device, resistance was felt. Once removed, the stent was replaced with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.